Event description:
IT WAS REPORTED THERE WAS AIR ENTRAPPED IN THE CATHETER. AN OPTICROSS HD CATHETER WAS SELECTED FOR INTRAVASCULAR ULTRASOUND EXAMINATION OF THE TARGET LESION. DURING PREPARATION, THE PHYSICIAN WAS UNABLE TO FLUSH THE CATHETER AND AN AIR WAS NOTED. PROCEDURE WAS COMPLETED BY REPLACING THE DEVICE WITH AN ALTERNATE DEVICE, AND THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported there was air entrapped in the catheter.An OptiCross HD catheter was selected for intravascular ultrasound examination of the target lesion. During preparation, the physician was unable to flush the catheter and an air was noted. Procedure was completed by replacing the device with an alternate device, and there were no patient complications.

Manufacturer narrative:
With all the available information, Boston Scientific concludes:Device History Record Review:A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device Technical Analysis:The complaint device was not returned to the complaint investigation site for analysis.Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.Risk Review:A Risk Review was completed and confirmed that the event of Difficult to Flush and Entrapped Air was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. This investigation has been assigned an investigation conclusion code of Cause Not Established.